Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 - november 6, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor over infused by "many hours". It was not further specified how early the set completed. The rate controller (flow restrictor) was reported to be secured to skin with limited activity. The device was filled with 2208mg fluorouracil hs (accord) diluted in 0.9% sodium chloride for a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.